Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed nozzle clogged with foreign matter issue could not be determined, however, it is likely that foreign matter stuck inside the air/water nozzle and could not be sufficiently removed. The event can be detected/prevented by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the function in combination with related equipment¿. ¿inspection of entire endoscope¿ ¿8. Visually check that there are no abnormal protrusions, dents, or deformations in the air/water nozzle at the tip of the endoscope¿. ¿inspection of objective lens surface cleaning function¿ ¿when using the air/water button 1. Cover the air/water button hole with your finger. 2. Push the button while covering the hole. Ensure that water flows across the endoscopic image¿. Information provided on reprocessing: -the customer reported that it was unknown if there was any a time lag between the end of clinical use and the start of precleaning -the customer reported that it was unknown if there was any abnormalities in the accessories used for reprocessing -the customer reported that it was unknown if the endoscope was immerse in the detergent solution. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the protector of the universal cord on the scope connector side was damaged due to physical stress or handling. Upon further inspection, it was observed that foreign objects were clogging the nozzle due to insufficient cleaning or handling of the scope. It was observed that the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Additionally, the play of the up and down knob was out of the standard value due to wear of the angle wire. It was also observed that the adhesive on the bending section cover had a chip, crack and had a white-clouded area due to deterioration caused by chemical or physical stress. It was observed that the adhesive of the objective lens was peeled due to a handling issue. It was also observed that the adhesive around the light guide lens had a white-clouded area due to deterioration caused by chemical or physical stress. It was observed that the plastic distal end cover had a burn due to the use of a high energy endotherapy accessory without ensuring the sufficient distance from the distal end. It was also observed that the connecting tube had a dent, wrinkle and a scratch due to a handling issue. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope had a broken film in the folding stopper. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that foreign objects were clogging the nozzle, which is a reportable event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.